Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was not provided. Reportedly, the customer continued to use the pump for insulin therapy. A replacement pump was sent.